Event description:
User experienced a leak under and outside of the analyzer. No pt samples were affected. No operators were harmed. The field service rep determined the refill sensor was stuck in water supply tank resulting in a supply pump failure. He cleaned the water supply tank and sensors and replaced the water supply pump. On follow up visit, he cleaned and retested the valve operation. Performance tests were performed which were within specification.